Manufacturer narrative:
Received the lot numbers for the two devices involved in the event. The information is as follows: model: fa-77400-20, lot: 9610887 dom: 27 feb 2012 exp: 26 feb 2015; model: fa-77425-20, lot: 9622194 dom: 04 apr 2012 exp: 04 apr 2015. (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.the other device involved in the event is as follows:model#: fa-77425-20 / lot#: not reported / dom: n/a / exp: n/a.(B)(4).

Event description:
Information received from the (B)(6). Treatment of an unruptured ica (internal carotid artery) sidewall aneurysm measuring 25mm x 3mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 involving two pipelines . Four days after the procedure, the patient had severe pain superior to the right eye and a grand mal seizure leading to respiratory arrest. The patient was intubated and taken to ICU (intensive care unit). Repeat CT (computed tomography) scan showed a massive subarachnoid hemorrhage secondary to the rupture of the aneurysm. Care was withdrawn and the patient expired on (B)(6), 2013.